Event description:
The system error 2240 (air in line) alarm was identified during a review of a returned homechoice (hc) device; there was no report for this alarm called in by the customer. The system error occurred on (B)(6) 2011 during initial drain. No patient injury or medical intervention was reported. No further information is available.

Manufacturer narrative:
(B)(4).there was no allegation reported against the baxter product by the customer, therefore the device was not requested for evaluation and a batch review will not be conducted.

Manufacturer narrative:
(B)(4). Not enough data is available within the complaint to identify root cause; therefore, the cause was not determined. It is unknown if the system error 2240 alarm occurred during patient therapy, however no patient injury or medical intervention was reported. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).